Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to physical stress applied to the insertion section while the user was handling the device which led to damaged charge coupled device unit. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following additional findings were identified during device evaluation: the leak test, the plastic distal end cover insulation, and the insertion tube insulation test were unable to be performed, as the scope connector was received opened. The bending section cover glue was peeling. The insertion tube had dents and buckles. And the scope connector was broken/cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that there was damage. And abnormal appearance of the control body on the evis exera iii bronchovideoscope. It appeared, that it was dropped. And the entire top came off. The issue occurred after the procedure. The intended procedure was diagnostic (bronchoscopy). There was no error message observed as a result of the issue. The procedure was not prolonged. And the patient¿s anesthesia was not extended. The procedure was not postponed. And was completed with the same device. As the issue did not occur until after the procedure. The patient was not impacted by the event. And no medical intervention was required. There were no reports of patient harm associated with this event. The device was returned for analysis, and they were unable to get an image; due to the image guide bundle strands were broken. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.